Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :8840, lot# serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving morphine (15 mg/ml at 3 mg/day) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. On (B)(6)2017 it was reported that at on (B)(6)2017 the drug concentration in the pump was changed from 15 mg/ml to 10 mg/ml but the concentration change was not programmed so no bridge bolus was done at the time. The pump was currently delivering morphine (10 mg/ml at 2 mg/day). The hcp was inquiring what the next steps were and what dosing the patient was actually receiving for the daily and patient activated doses. No medical symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8870, product type software. If information is provided in the future, a supplemental report will be issued.